Manufacturer narrative:
The lot number was not provided; therefore, a search for manufacturing non-conformances could not be performed. The device was not returned for evaluation; therefore, an analysis could not be conducted. The root cause cannot be determined.

Event description:
It was reported that in early june, the web device was used to treat a subarachnoid hemorrhage from a ruptured basilar apex aneurysm. The web had been placed in a tenuous position, as there was no other way to treat the aneurysm. Subsequently, an overly forceful injection of contrast dislodged the web from the basilar artery aneurysm into the left posterior cerebral artery (pca) and ruptured the aneurysm. A stent was implanted and the aneurysm was further treated with embolization coils. The physician attributed the entire chain of events to the overly forceful angiogram injection of contrast and stated that there was no device malfunction or device performance issue. There were no neurological deficits to the patient as a result of the event.